Event description:
Arjo was informed about the event with involvement of the carendo shower chair. The resident was in the shower chair and the psw asked him to lean forward to wash his backside. Then the resident was asked to lean a little further. At this moment, the resident lunged forward and his bottom slipped as well as the seatbelt let go, so the patient slipped off the chair on to the floor. The seatbelt used by the customer facility was not supplied by arjo and was not intended to be used with carendo. According to the received information, the result of patient fall was a broken femur. The resident was taken to the hospital and required surgery and insert of a steel rod to treat the fracture. The resident has a severe brain injury and cannot verbally communicate with staff, but understands commands and participates in daily living activities.